Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a gastric bypass, the needle disengaged from the device. The needle did fall into the patient cavity but was retrieved using graspers. The patient is currently fine. No adverse events reported.